Manufacturer narrative:
Phone: (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and seroma-late.

Event description:
Physician reported "implant rupture" ultrasound performed identified; "augmented periprosthetic liquid". Device has been explanted. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as smooth opening, and missing piece of the shell. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed in the device. Crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Physician reported "implant rupture" ultrasound performed identified; "augmented periprosthetic liquid". Device has been explanted. This relates to the left side.